Manufacturer narrative:
This device was not returned to mmdg for evaluation. Mmdg was also not provided with a part or lot number making a device history review impossible. Because the set was not returned, no investigation was performed and mmdg was unable to confirm the complaint.

Event description:
The initial reporter stated that the administration set started to leak at the filter. Multiple follow up attempts were made by mmdg to obtain additional information, however no information was ever obtained. (B)(4).